Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
The received device had the cannula assembly not deployed. An 0x42 alarm was generated by the pod, and the downloaded data revealed a rotational sensor malfunction as false open readings were observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. No damages were observed to the drive mechanism that would contribute to the rotational sensor error. Inspection of the fluid path found no damages or manufacturing deficiencies that would prevent the device from delivering insulin.